Event description:
It was reported that a pegasus yel 24ga x 0.75in qsyte-cap y leaked during use. The following was reported by the initial reporter: "the nurse went to the patient for venipuncture and catheterization. The catheterization was successful for blood return, and the end of the tube was found to be broken and blood was exposed. On 2021-02-22 update received, event description updated as follows: on (B)(6) 2021, in the ward of rheumatism + general medicine, the patient was given an indwelling venous catheter during the morning of large infusion. After the puncture, the blood returned from the catheter of the indwelling catheter was found to have broken after inspection (the indwelling catheter was not checked before use). The indwelling needle was removed immediately and the intravenous indwelling needle was replaced to comfort the patient. One case occurred in this batch. Take photos and report adverse events. The indwelling needles of the same batch number are out of stock, and the package photo is for indwelling needles of another batch number, which only plays the role of showing the expiry date."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0055001. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the photograph provided by the facility was reviewed by our team of quality engineers, they were able to locate the reported tear in the device¿s tubing a formulated several potential hypotheses as what could have caused this event. After reviewing and testing both the manufacturing line and the packaging process, our engineers were unable to replicate the tear in the tubing. Retention sample were exposed to functional testing in attempts to detect additional instances of this non-conformance, and the results of these tests found the retained samples to be free of any abnormalities or defects. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pegasus yel 24ga x 0.75in qsyte-cap y leaked during use. The following was reported by the initial reporter: "the nurse went to the patient for venipuncture and catheterization. The catheterization was successful for blood return, and the end of the tube was found to be broken and blood was exposed. 2021-02-22 update received, event description updated as follows: on (B)(6) 2021, in the ward of rheumatism + general medicine, the patient was given an indwelling venous catheter during the morning of large infusion. After the puncture, the blood returned from the catheter of the indwelling catheter was found to have broken after inspection (the indwelling catheter was not checked before use). The indwelling needle was removed immediately and the intravenous indwelling needle was replaced to comfort the patient. One case occurred in this batch. Take photos and report adverse events. The indwelling needles of the same batch number are out of stock, and the package photo is for indwelling needles of another batch number, which only plays the role of showing the expiry date."